Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-05 additional information from the representative noted the pump was replaced as the motor stall issue was not resolved. The cause of the stall was not determined. The patient's age was reported as approximate and the implant date was not known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding patient in the (B)(6) who was receiving morphine 6.0 mg/ml at a dose of 1.6021 mg/day and bupivacaine 34 mg/ml at a dose of 9.078 mg/day via an implantable pump. The patient's concomitant medications were not obtainable and the medical history was unknown. It was reported that during normal use a pump problem occurred. The pump entered a motor stall state (03) on (B)(6) 2016 at 14:43 and then a motor stall recovery occurred (1a) on (B)(6) 2016 at 06:08. No patient symptoms were reported at this time. The reason for the stall was not known. It was unknown if there were any external, environmental, or patient factors that contributed or led to the event. Diagnostics included a pump interrogation by the physician. It was initially unknown was actions or interventions occurred or if the issue was resolved. No surgical intervention occurred but it was unknown if it was planned. However it was later reported that the patient was listed for a replacement on (B)(6) 2016. At the time of the report, the patient's status was reported as alive-no injury.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis revealed the pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). The pump motor stalled before the second set of dispense test started and testing was stopped. During destructive analysis residue was seen in the pinion and on the upper shaft of gear 2. Significant shaft wear on the upper shaft of gear 2 and some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly was also observed. Analysis concluded pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing and overinfusion with an undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.